Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant afp results is unknown. Possible cause is preanalytical factors. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant high advia centaur afp results were obtained for samples from two different patients. The results were discordant with the repeat testing. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.